Event description:
It was reported that the patient had problems with her neurostimulator device and wants the device to work without having to go to the doctor¿s office. The device hasn¿t worked since time of implant and was causing her to go to the bathroom more. She was still wearing pads and going to the bathroom. She was implanted for stool and bladder incontinence. Its causing her to go to the bathroom more often. She had gas "walking motorboat", and her rectum feels like it¿s on fire. It was causing her pain and discomfort. The patient had tried all of the different programs and nothing works. The nurse practitioner set it up but didn¿t know what to do. She was on program 1 at 3.0 volts. Patient services walked her through how to turn stimulation off. The patient reported that her leads moved during the trial so she did not get accurate results. This was a week or two before implant. If she sat down she would jump up. Caller states it was uncomfortable. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Event description:
Additional information received reportsthe patient was still having concerns regarding their device or therapy but was working with their healthcare provider or manufacturer representative. It was noted that the patient appointment was scheduled for (B)(6) 2015 but was cancelled.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# va0my9y, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was later reported that the patient was implanted with a tined lead and implantable neurostimulator (ins) on (B)(6) 2014. The patient¿s last appointment was (B)(6) 2014 and the patient¿s programming was adjusted at that time. The patient had made two appointments for reprogramming since then but had not shown up for either one. The healthcare provider did not believe there was a malfunction. Additional information suggested the trial lead movement was not related to this event. Therefore, a separate event was created for the trial lead movement. Reference regulatory report #3007566237-2015-00402 for any additional information related to the patient's trial.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reports the patient called back because she had the same issue she called us about in (B)(6). The device has not worked at all for bladder symptoms and for bowel she goes all of the time. Patient states that no one at the managing hcp's (healthcare provider) office knows how to program it. She turned the device off in (B)(6) of 2015 because she was so disgusted with it. With all of the pain she went through, it should work. She was supposed to meet with a representative in (B)(6) but was not able to meet. She wants someone to call her and set up a time to program her device so that it will work. It was noted that the patient had called twice since that time stating that the therapy does not work. In (B)(6) she became so frustrated that she turned it off. She said that it was implanted for both urinary and fecal incontinence but that it never helped her urinary symptoms at all.

Manufacturer narrative:
(B)(4).